Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the failure and replaced the touchscreen and display seals. This did not resolve the error, and after a calibration the issue was resolved. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had a power up test fails. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.